Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a suspected lead fracture, a sensing anomaly, and bipolar lead impedance of >1990 ohms.